Event description:
On (B)(6) 2007, pt underwent a midfoot cotton osteotomy. Approximately 2 months postoperatively, he developed a superficial abcess to the dorsal wound which was draining hemmoragenous serous fluid which was aspirated and cultured twice with no growth. An I&d and excision of granulomatous tissue was performed on (B)(6) 2008. Upon excision of the granuloma, the bone graft was not consolidating. There was significant foreign body granulomatous tissue both surrounding the graft and in the overlying soft tissues, which was excised and sent to pathology.

Manufacturer narrative:
Manufacturing records were re-reviewed. The xenograft passed all release requirements prior to distribution. A portion of the graft was sent back for visual inspection, which was unremarkable. To date, no other complaints have been associated with this batch. The graft underwent 2 validated sterilization methods; biocleanse and gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. Additional testing was performed on manufactured product from the same batch which revealed no contraindications for inflammation, pain or infection.